Event description:
The user received questionable results for hemoglobin a1c, calcium and glucose. Of the data provided, the hemoglobin a1c results were discrepant. The initial result was 22.16% and the repeat result was 7.28%. No erroneous results were reported outside the laboratory. No patients were adversely affected. The hemoglobin a1c reagent lot number was 62769101. The user had noticed "black on the plunger tips of the syringes". The field service representative found a damaged 5ml rinse syringe on the wash probe and replaced it. He also replaced the 5ml rinse syringe on the other wash probe as a preventative measure. To verify the analyzer operation, he completed a system prime and ran performance testing with results within specification. The user ran calibration and quality control with acceptable results.